Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection was performed as part of the material analysis report (mar). Indications of impingement were observed. The mar report concluded: "evidence of impingement was observed on the rim of the acetabular cup. No material or manufacturing defects were observed on the surfaces examined." A medical review was performed and loosening of the trident shell was confirmed. The clinician concluded. "Failure scenario of this case started with a cup in excess anteversion that caused impingement between stem neck and cup rim in extension and/or external rotation. Such impingement effects cause severe shear stress along the cup periphery adversely influencing bone ingrowth in the otherwise well fixed cup. The excessive shear stress on the cup caused failure of bony fixation to occur which became clinically symptomatic by the end of the first year. An unstable cup causes an unstable gait and falling incidents or similar giving way feelings may occur on a routine basis. After 6-years, the loosening process was rather extreme leading the patient to return to her physician after which the problem became evident and corrective action was undertaken in a revision procedure about which there are no further details or outcomes available. The mar did confirm the impingement scenario as failure root cause without evidence for materials or manufacturing related defects. As such, root cause of failure is procedure-related without evidence for additional patient-related or devicerelated factors playing a role, as further supported by the results of the mar. This pi case is not device-related." No further investigation is required at this time.

Event description:
It was reported that the patient's hip was revised for pain. Upon review of the medical records, shell loosening was discovered.